Manufacturer narrative:
This report is being amended to reflect changes. This device is used for treatment. Device history records were reviewed and no deviations or anomalies were found. Review of primary operative notes confirms patient underwent right total knee arthroplasty due to degenerative joint disease. Trialing revealed excellent restoration of alignment, stability, and range of motion from 0 to 120 degrees. Final components were cemented into place using a pressurization technique. Follow-up analysis report dated (B)(6) 2014 indicates that the x-rays taken revealed no radiolucencies and satisfactory alignment. Follow-up analysis report dated (B)(6) 2014 indicates that the x-rays taken revealed radiolucencies of the tibial plate, specifically under the lateral portion of the plate. It was also reported at this time that the patient has range of motion from 0 to 124 degrees, with good stability, and decreased pain. Follow-up analysis report dated (B)(6) 2015 revealed the same radiolucency finding. A definitive root cause cannot be determined with the information provided.